Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was not provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported, there was a tear in the subglottic endotracheal tube found after intubation by the physician. It was determined that intubation was difficult as the cuff would not inflate properly; therefore, the endotracheal tube was removed and the patient was re-intubated. There was no patient injury, illness or death associated with this event. No additional information was provided.